Event description:
It was reported that during an unk procedure, when surgeon went to take device out of pt, it was broken and left some parts in pt's body and needed to take more time to deal with it. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.